Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the impella had continual suction alarms and a change in placement signal. It was noted that the patient was no longer hemodynamically stable with the impella, so the patient was cannulated emergently for venoarterial extracorporeal membrane oxygenation (va ECMO). The impella continued to have suction alarms after va ECMO was in place, and the medical team lowered the impella to p1. The patient remained on impella support and was successfully weaned.